Manufacturer narrative:
Correction to g.3 aware date in supplemental medwatch #1. The aware date should have been listed as 20/sep/2024. Additional, corrected and/or changed data: g.3 for previous supplemental.

Event description:
Patient reported a left side "calcifications of benign aspect". Patient recently reported a "capsular contracture". Patient later reported "capsular contracture baker grade iii". Device remains implanted.

Event description:
Patient reported a left side "calcifications of benign aspect". Patient recently reported a "capsular contracture". Patient later reported "capsular contracture baker grade iii". Device remains implanted.

Manufacturer narrative:
Clarification for a.6 race: provided as mixed race.

Event description:
Patient reported a left side "calcifications of benign aspect". Pantient recently reported a "capsular contracture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.